Event description:
The pt claims as a result of the procedure, that she experienced swelling of the upper and lower lip with a blister on the upper inside of the lip. The dentist ((B)(6)) prescribed peridex and warm salt water to use. The pt stated they went to the emergency room because, their lip was still swollen because (B)(6) "was no help."

Manufacturer narrative:
The discus technical specialist for zoom chairside whitening ((B)(4)) investigated the incident and evaluated the process/procedure(s) that (B)(6) office used in whitening the pt's teeth. It was strongly recommended that the dfu for the whitening procedure be followed; up to the including using all materials provided; most specifically the isolation retractors. The dfu provided with the kit was reviewed to make sure it contained best practice techniques to avoid uv exposure to lips and gums as well as initial and follow-up training.